Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resumed insulin delivery and occlusion alarm did not reoccur. There was no reported impact to customer's blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.